Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). The customer ran a rack with 2 patient samples. There was a sample short error associated with the rack position of the affected patient sample at 12:48. The customer observed that the sample tube had the cap on. At 12:58, the analyzer resulted with a tnthsst value of 14.38 pg/ml for the affected sample. The 14.38 pg/ml value was reported outside of the laboratory to the doctor. The customer then deleted the first value and the sample was repeated without the cap on, resulting as 65.70 pg/ml. No adverse events were alleged to have occurred with the patient. The tnthsst reagent lot number was 267654. The reagent expiration date was asked for, but not provided. The field service engineer adjusted the liquid level detection voltage.

Manufacturer narrative:
The investigation found the analyzer retry function was set to "on". The analyzer indicated a liquid level detection alarm in the affected rack position. Based on the retry function setting, the analyzer tried again to aspirate the sample and this resulted with the measurement of 14.38 pg/ml, without an accompanying data flag. Investigations determined that the instrument worked correctly.